Event description:
It was reported that the device worked fine during the colon resection procedure and the staple line looked perfect. That evening the pt was taken back to the or for a leak at the distal tip of staple site. The dr oversewed the staple site. The pt is currently doing okay.